Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture on the right ventricular (rv) lead, however, pacing spikes were observed. It was noted the patient felt syncope during this time. The lead remains in use, however, further action was being planned in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.